Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), ureteric perforation ('ureter puncture') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea cramping"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection/ uti"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to reinove the essure and surgery to remove the essure). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation, ureteric perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, pelvic pain, dyspareunia, urinary tract infection, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, migraine, nausea, pelvic pain, ureteric perforation, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: she had received treatment for fatigue, hair loss, hormonal imbalance, migraine, nausea and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received: new events( pelvic pain, back pain, dyspareunia, urinary disorders, uti ,vaginal discharge, genital bleeding, fatigue, hair loss, hormonal imbalance, migraine, nausea and weight gain) updated, insertion date of essure, reporter detail and date of birth of patient updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition of essure'), ureteric perforation ('ureter puncture') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea cramping"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal),infection/ uti,"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea"), reproductive tract disorder ("reproductive system disorder or condition"), anaemia ("blood or heart disorder/condition, other injury(ies) or complication please describe:anemia developed"), chest pain ("chest pain") and complication of device removal ("complications from her essure removal procedure: 4 attempts to remove the device"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and underwent transfusion ("blood or heart disorder/condition, other injury(ies) or complication please describe: blood transfusion"). The patient was treated with surgery (surgery to reinvoke the essure and surgery to remove the essure). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation, ureteric perforation, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, pelvic pain, dyspareunia, urinary tract infection, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, migraine, nausea, weight increased and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, reproductive tract disorder, transfusion, anaemia and chest pain had not resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, chest pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, reproductive tract disorder, transfusion, ureteric perforation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for fatigue, hair loss, hormonal imbalance, migraine, nausea and weight gain. Discrepancy noted in essure insertion date 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "abnormal bleeding (vaginal, menorrhagia),reproductive system disorder or condition, blood or heart disorder/condition, other injury(ies) or complication please describe: blood transfusion, anemia developed, chest pain, complication of device removal" were added. Outcome of events "abnormal bleeding (vaginal, menorrhagia),reproductive system disorder or condition, blood or heart disorder/condition, other injury(ies) or complication please describe: blood transfusion, anemia developed, chest pain" were updated as not recovered. Reporter information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ureteric perforation ("ureter puncture") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("severe abdominal pain") and infection ("infection"). The patient was treated with surgery (surgery to reinvoke the essure). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation, ureteric perforation, dysmenorrhoea, abdominal pain and infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, infection and ureteric perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and ureteric perforation ("ureter puncture") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ureteric perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("severe abdominal pain") and infection ("infection"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2018. At the time of the report, the device dislocation, ureteric perforation, dysmenorrhoea, abdominal pain and infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, infection and ureteric perforation to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.